Event description:
Note: the event date and procedure date are unknown. It was reported to boston scientific corporation on january 21, 2008 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure in an adult patient.according to the complainant, that "after exchanging the wire once, the coating on the wire shredded/stripped." The procedure was completed with a second jagwire guidewire.there were no patient complications reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
Visual examination of the returned device confirmed that the teflon sleeve was partially torn. The condition of the device suggests that the guidewire made contact with a sharp object. The most probable root cause is caused by other device. A review of the device history record (DHR) of the pertinent lot revealed no anomalies.